Manufacturer narrative:
Result: exposed wires on the power inlet filter from missing power inlet bushing.

Event description:
It was reported by service report that the power cord had 3 wires exposed. No pt involvement or adverse consequences are reported.